Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a bilateral mtp fusion. The patient took off the post op shoe too early and began to weight bear. The bone had not united, which led to the 3.5mm cross screw backing out of the plate and perforating the skin. The cross screw was then explanted, with the plate remaining in-situ.